Event description:
It was reported that the stent partially deployed. This 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an angiogram procedure for a 70% stenosed, moderately calcified, mildly tortuous lesion. During the procedure using a contralateral approach, upon deployment, only one fourth of the stent would deploy. The stent was removed, and the procedure was successfully completed. There were no patient complications.